Event description:
Related to MFR report # 2183959-2012-00059. It was reported that an ams, "miniarc sling" was implanted and, as a result of the implant, the patient has experienced pain and suffering and has sustained permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.